Event description:
Physician reports: "extra-capsular rupture of the right side device discovered via mammography and MRI. At explant surgery implant was found totally ruptured with silicone leakage in the breast pocket. No inflammatory signs. The patient found the mammography traumatic". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. Reason for reoperation: rupture.